Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection did not identify any relevant anomalies related to the complaint. Functional testing confirmed the complaint, with motor-related errors identified in the alarm history. The root cause was identified as worn-out clutch components and a faulty main board. The clutch components, motor, and main board were replaced to correct the issue.

Event description:
The device was returned as it was reported that it had a drive motor error. The event occurred during routine preventive maintenance inspection. The results of the investigation confirmed the reported error. There was no patient involvement.